Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). Investigation summary: - complaint evaluation / complaint history check for the event(s) that occurred. Investigation summary: customer returned (2) loose 1/2cc, 6mm syringes. Customer states that the plunger broke during the application and the needle was bent but did the application anyway. Both returned syringes were examined and one sample exhibited a broken plunger. The remaining sample exhibited the cannula bent through the shield. Samples will be forwarded to manufacturing (B)(4) on 09feb2018 for further review. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger and cannula through shield) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Root cause description: possible root cause for the broken plunger: - user error as the customer stated the plunger broke during the application. Possible root cause for the cannula through shield: - bending of the cannula during original removal of the shielding. If the shield is not removed evenly and in roughly the opposite direction of the force applied, the cannula is easily bent by the shield flange as the shield is removed. To the consumer, this would appear as though the cannula was bent to begin with. The bent cannula could also go through the cannula shield after use by re-shielding.

Event description:
It was reported by the consumer that the bd ultra-fine¿ insulin syringe plunger broke during use. No reports of serious injury or medical intervention noted.